Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. The reported problem (non functional therapy electrode) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The j2 component inside of the rear-1 wire therapy pad was not properly soldered. The cause for the failure was isolated to the improperly soldered j2 component. The root cause for the improper solder was an assembly error. A corrective action was issued for this error. No adverse event resulted from the non functional therapy pad.

Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) had non functional therapy electrodes (tes).